Manufacturer narrative:
An investigation was performed on this complaint. The kwiktrak x-y track system, has been designed to allow an arjohuntleigh ceiling lift to travel on x and y horizontal directions. The involved track system is equipped with 2 fixed tracks (attached parallel to each other) and 1 mobile track, that might be moved along the fixed track path (y). At the end of the each rail end there shall be installed "end stopper" and "end cap" - components which are intended to stop the lift at the end of the track. Arjohuntleigh received a complaint where it was indicated that the v4 ceiling lift fell down off the x-y kwiktrak track installation system. During the time of incident, the device was not being used with a patient. Following the information provided for this particular complaint, while the caregiver was moving the ceiling lift along the rail, the device slid down from the one end of the rail. After the event, it was reported that the end stopper and end cap were found at the side of the room. Based on the collected information, findings made during the inspection of the track installation conducted by arjohuntleigh representative, we (arjohuntleigh) have been able to establish that the failure resulted from the fact that the end stopper was not secured correctly. Upon the course of the investigation, it was established that an arjohuntleigh engineer who was performing a maintenance of the involved ceiling lift rail system, did not complete all recommended service activities due to a fire alarm and evacuation of the entire building. When the technician was able to return to building, the final secure of the end stopper was missed. The ceiling lift was then activated, pushed unsecured end stopper at the track end, which consequently allowed the lift to fall off. The cause of the incident is therefore considered to be an incorrect installation of the end stopper component at one end of the ceiling rail by the service technician. When reviewing similar reportable events, we have found some cases that may relate to the issue investigated here: non-portable ceiling lift detaches from the end of the track due to a missing end stopper. We have been able to establish that compared to the amount of sold devices and in comparison to their daily use, there is no trend observed for reportable complaints with this failure and the occurrence rate is low. To sum up, while the incident occurred the device was not being used for treatment or diagnosis the patient. The ceiling rail system was not up to the manufacturer specification when the event took place and this way contributed to the adverse event. We find this complaint to be reportable to the competent authorities.

Event description:
During the course of the investigation it was confirmed that no resident was being attached on the ceiling device at the time of event.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the manufacturer arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer (B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2016 arjohuntleigh received complaint where it was stated that the hoist was being traversed along the track when the hoist apparently left the track. There was no indication whether a resident / patient was being positioned at the time. To date there were no injuries reported to arjohuntleigh.